Manufacturer narrative:
(B)(4). The implant or explant dates are not applicable to this device. Infectious; not returned for analysis.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during planned therapeutic peripheral procedure the needle did not retract as expected on the manufacture's device. A new device of same product was used to successfully complete the procedure. There is no patient injury. Additional information obtained indicated during pullback, resistance was felt and it was more difficult to remove the manufacture's device than is typical. Device was never stuck. Device was removed as a system. After removal it appeared the needle did not fully retract. As device was infectious, it was not returned to the manufacturer for analysis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because the needle did not fully retract. There is a potential for harm if the malfunction were to recur.